Manufacturer narrative:
Philips received a complaint on the heart start mrx indicating that the defibrillator no longer works with the EKG malfunctioning. The device was not in use at the time of the event and there was reportedly no patient harm. The service engineer evaluated the device at the bench and the ECG issue described could not be found or simulated. The device was confirmed to be operating per specifications and no failures were identified. The device remains at the customer's facility. No further action ID warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib has stopped working. There was no reported patient impact or injury.